Manufacturer narrative:
Evaluation summary: this is poor repair quality during the last repairs. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The inlet is loosened and leaky. This event occurred at the time of before use. There was no report of patient harm.